Event description:
Patient states that with his previous (B)(6) device, he was uncomfortable during device testing in person. Also with his previous device showed episodes of vt (ventricular tachycardia) with appropriate atp(anti-tachycardia pacing) therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).